Event description:
Facility reported a separation of the tubing on the arterial side of the bloodline, where the port for saline connects to the tubing. There was reportedly minimal blood loss to the pt requiring no medical intervention. The sample is not available for evaluation.